Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 2 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and nurse, and assisted with troubleshooting the alarm. The cg revealed that the unused line was left open on the hc machine. The nurse would call the peritoneal dialysis (pd) nurse for further therapy advice. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The caregiver revealed that the unused line was left open on the hc machine. The lot number is unknown, therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of investigation is in progress through (B)(4).

Event description:
A customer contacted beckman coulter inc., (bci) and reported that during the weekly maintenance they noted smoke emitting from the card cage of the access 2 portion of the dxc 600i instrument. There were no flames or fire, and no injury to user. The fire department was not dispatched. There was no clinical impact. No false results were generated due to this event.